Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (300-374 mg/dl) and correction boluses via the pump were delivered to address the bg level. The high bg was possibly due to electroconvulsive therapy. A pump system check was performed and no device issues were observed. Tandem technical support advised the customer to discuss the event with a healthcare provider.